Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with a afx2 bifurcated stent graft and a vela suprarenal stent graft to treat an abdominal aortic aneurysm (aaa). Approximately 3 years post initial procedure, an angiogram identified a possible type 1b endoleak and a type 2 endoleak (non - device related failure) of the lumbar and inferior mesenteric arteries (ima). A re-intervention has been scheduled and patient is doing well with no symptoms.

Event description:
The patient was initially implanted with a afx2 bifurcated stent graft and a vela suprarenal stent graft to treat an abdominal aortic aneurysm (aaa). Approximately 3 years post initial procedure, an angiogram identified a possible type 1b endoleak and a type 2 endoleak (non - device related failure) of the lumbar and inferior mesenteric arteries (ima). A re-intervention has been scheduled and patient is doing well with no symptoms. Subsequent to the initial report, additional information was reported that re-intervention was completed successfully on (B)(6) 2020 with implant of an afx2 bifurcated stent graft, an afx vela infrarenal and an afx limb stent graft. The final patent status was reported to be doing great.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 1b endoleak of the right common iliac artery and the type 2 endoleaks of the lumbar and inferior mesenteric artery event/incidents were confirmed. This is consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as doing great. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.